Manufacturer narrative:
UDI : (B)(4). The technical investigation concluded that, during the calculation of the 3d reconstruction, the system froze probably due to the load of the two oversized exams. It can alter the software performance and provoked a lack of available memory. Indeed, two exams were defined as 3d reference, first and second exam to display, one was containing 320 slices and the second 368. As indicated in the acquisition protocol, the number of slices must be between 100 and 255 for MRI and CT scan. However, not enough elements are provided in log files to confirm the potential root cause described above.

Event description:
It was reported that during contactless registration, "please wait" window appeared on screen before being able to mark initial points on 3d reconstruction. Window did not disappear, and the company field service engineer restarted system.